Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had experienced multiple hypoglycemic events while using the ilet system during the first week of therapy, including intermittent disconnections from the device. Symptoms included low blood glucose of 37 mg/dl, and no loss of consciousness or other acute complications. Outcomes included a transient impact on blood glucose control lasting between 5 and 40 minutes without hospitalization or professional medical intervention. The patient treated themselves with oral glucose, including glucose tablets, glucose shots, and a sugared beverage. It was not made clear if these carbohydrates were taken together or on separate occasions. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear. The user was in their first week of therapy and disconnected multiple times from the device, while the algorithm was trying to adapt and learn the user's insulin needs. This along with over treatment of hypoglycemia, may have contributed to this issue. It was concluded that no device malfunction was confirmed and that the event involved hypoglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.